Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device evaluation, the service technician identified foreign objects in the jet tube and nozzle, as well as corrosion in the air/water cylinder. There was no patient involvement.